Event description:
It was reported that the readings froze. The product was evaluated. An external visual inspection was performed and passed. A charge and boot test was performed and passed. Relevant function test was performed and passed. Receiver manual button test was performed and passed. The performance data was reviewed finding no error related to the complaint. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.